Manufacturer narrative:
No complaint was received with the return of the device. A failure event was observed during analysis. The lead was returned with no reported complaint. As received, only the connector portion of the lead was returned in one piece. Visual inspection found two full breached outer insulation degradations adjacent to the connector boot. The outer coil was found to be exposed at both locations. All other damage found is consistent with procedural damage. Electrical testing did not find any indication of conductor fractures but did find shorting between conductors at the proximal region of the connector portion consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.